Event description:
This complaint is now reportable based on the analysis completed on 07/18/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the physician was unable to inflate the 2.50x28 mm taxus liberte drug eluting stent delivery balloon. The 80% stenosis lesion being treated was located in the totally occluded moderately tortuous, moderately calcified left anterior descending (lad) artery. The lesion was predilated with an unknown size non-bsc balloon. The procedure was completed with another taxus liberte. No patient complications were reported. The patient codition is reported as "ok". However, the returned product revealed stent damage.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was not consistent with the complaint incident. Initial examination of the device noted that the stent was stretched and pulled over the distal edge of the tip. The balloon had been subjected to positive pressure and the stent was only partially deployed. The complaint investigation site (cis) attached the delivery system to an encore inflation device and inflated and deflated the balloon with no issues noted. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause assigned is operational context as the complaint is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, the performance was limited.